Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that both implantable neurostimulators were involved in the event. The patient had no problems after the incident. No troubleshooting or actions were taken to provide insight or resolve the issue. The patient refused to meet with the manufacturer¿s representative (rep) secondary to being out of town. The patient recovered without permanent impairment.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) was scheduled to meet with the patient and the nurse practitioner at the clinic on (B)(6) to evaluate the system and perform a possible physician mode recharge (pmr) if needed on the devices. The rep. Received notification from the nurse practitioner after hours on (B)(6) that the patient cancelled their appointment and had not rescheduled as of yet.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 377760, lot# v008711, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that about 10 months prior to the date of this report, the patient had been cleaning a house and touched a 220 volt electrical socket, which knocked the patient across the room. Since having touched the socket, the patient had been unable to recharge either of the two implantable neurostimulators (ins) and had not received stimulation from either ins as well. The patient was going to have both of the ins¿s replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.